Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence. The patient underwent a cystoscopy and found urethral erosion; therefore, a surgical procedure was performed to remove the device. At a later date, after the urethra healed, a new aus was implanted. There were no device issues reported and no further patient complications.